Manufacturer narrative:
Patient height reported as 4 feet 11 inches. It is unknown when the nonunion occurred, but it is likely an unknown date in (B)(6) 2017. The 510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent open reduction internal fixation (orif) of a distal femur fracture on (B)(6) 2017 after a fall. The patient was implanted with a 4.5 mm locking compression plate variable angle (lcp va) condylar plate system. Post-operatively an x-ray taken on unknown date revealed nonunion. On (B)(6) 2017, the patient went back for revision surgery and another lcp condylar va plate was placed with 10 cc of norian. All hardware was intact and easily removed with no delay. The surgery was completed successfully and the patient was stable. This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.